Event description:
Caller reported that insulin gauge on the pump displayed an amount different than expected, with a current fill estimate of 40 units, which was static and not changing despite insulin being delivered. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller, explaining that this issue can occur due to a large variance in measured pressures used to calculate insulin remaining; once the insulin amount equals the static number, the fill estimate will resume counting down normally. Caller understood and acknowledged the explanation.